Event description:
Silicone foley catheter (24fr 30cc). Balloon burst x2 on 2nd insertion on 1/2/97. Both while inside client. Resumed insertion on 1/3/97 of another catheter. F/c 24fr 30cc siliconized f/c.